Manufacturer narrative:
The analysis of the motor for the gantry was completed by medtronic personnel. Analysis found that the motor would rotate 1/4 of a turn prior to the brake engaging without prompt from the user. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry of the imaging system could not move in the x-direction. Initial troubleshooting found the motion controller to not be operating as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x and z inputs were swapped on the motion controller, noting that the gantry could move on the z axis when receiving input from the x input on the motion controller. To restore functionality, it was reported that the x-drive motor was replaced on the system. The imaging system then passed the system checkout and was found to be fully functional. The x-drive motor was received by the manufacturer, however results are not available at this time. If information is provided in the future, a supplemental report will be issued.